Event description:
Reporter stated that the surgeon had inserted a silicone single piece intraocular lens model aa4203tl into jpatient's eye and noticed the haptic was torn. The surgeon cut the lens in half to remove it from the eye and replace with another lens. No patient injury.